Manufacturer narrative:
Date of event: unknown. Result: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues with the gel was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues pertaining to the gel was observed. Root cause description: based on the investigation, the most likely root cause was determined to be a manufacturing related issue during dispensing of the gel into the tube. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® cpt¿ cell preparation tube with sodium citrate were having gel smeared on tube. There was no report of medical intervention or serious injury.